Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was replaced and the collimator was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not expose sufficient radiation to generate an image. No patient injury was reported.